Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer removed the pump from its case and followed instructions to operate it, but the button remained difficult to press. Technical support decided to replace the pump with a new one and informed the customer about the necessary steps to initiate and return the problematic pump, ensuring proper training would be completed before using the replacement.